Manufacturer narrative:
Box h6 3191 no code available was used as there is no equivalent FDA code for surgical intervention. The implantable pulse generator was returned for laboratory analysis and was fully charged from its hibernation. A review of the patients data found a low charge current in the field, likely caused by device migration, depth, orientation-issue. It passed the functional test, and an electrical test revealed normal device characteristics.

Event description:
It was reported that the patients ipg had become increasingly difficult to charge. Troubleshooting was provided and the patient was provided a different charger, however that did not resolve the issue. The patient underwent an ipg replacement procedure and the patient has not had any issues post operatively.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's ipg had become increasingly difficult to charge. Troubleshooting was provided and the patient was provided a different charger, however that did not resolve the issue. The patient underwent an ipg replacement procedure and the patient has not had any issues post operatively.